Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw elite,sion blue; guide cath: profitjr3.5,atlastispro. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the mildly tortuous, mildly calcified, 90% stenosed, distal right coronary artery (rca) the balance middleweight (bmw) elite guide wire was advanced to the rca and a second non-abbott guide wire was advanced to the anterior descending (av) artery as a protective wire. Pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc) at 16 atmospheres (atm) for 3 times. The 3.0 x 28 mm xience prime stent delivery system (sds) was advanced but the sds caught around the proximal anatomy of the rca and could not be advanced nor removed. It was noted that the bmw elite and the second guide wire were not at this location and were not entangled with one another. The patient was manipulated by inhaling and paused exhale as the xience prime sds was released and easily removed from the anatomy without issue. Outside the anatomy it was noted that the stent struts were flared; the device was not used. Intravascular ultrasound (ivus) examination of the vessel confirmed that the diameter of the rca distally was smaller than expected and the inner diameter of the vessel measured 2.5 mm. A 2.5 x 12 mm and a 3.0 x 23 mm xience prime stent were implanted without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.